Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. The body of the guidewire was kinked, the device wsa measured from distal to proximal and the kinks were observed at 21.0 inches and 91.0 inches. The spring tip was observed bent and stretched. A portion of the proximal section was detached and did not return for analysis. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that 0.5 in of the proximal section was detached and did not return for analysis.

Event description:
Reportable based on device analysis completed on 12sep2025. It was reported that the guidewire kinked and a crossing failure occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A rotawire-ic was selected for use. During the procedure, it was noted that the rotalink plus catheter was introduced with two wires tied together, but one was already kinked. This wire became further kinked while attempting to cross the advancer, but it did not cross successfully. The procedure was completed using another device. There were no patient complications reported. However, device analysis revealed a portion of the proximal section was detached and did not return for analysis.